Manufacturer narrative:
UDI information is unknown. This MDR was generated under protocol (B)(4), as a result of warning letter cms# (B)(4). A corrective and preventative action has been opened to address the reported issue. A manufacturing DHR review was not performed because the results of the complaint investigation do not indicate a problem with the manufacture of the device. No causes or potential causes of the customer's reported problem were found during the review of service and repair records. A product sample was received for evaluation. Functional and visual testing were performed. The tamper seals were both removed/broken. The investigation found the device right plunger case was chipped and the lever was broken off and missing. Top case cracked across the tubing holders/left side of pump and the battery not charging. Very old worn drive train parts. The pump event history showed a plunger not in place alarm in error in the error history log (ehl). The evaluation was performed, and the reported issue was duplicated. The right plunger case was broken. The root cause of the reported issue was due to use error. The technician replaced right plunger case. Device passed all functional and delivery testing.

Event description:
It was reported that the plunger was not working. No patient injury was reported.